Event description:
It was reported that during a da vinci-assisted transthoracic neck anastomosis esophagectomy surgical procedure, the maryland bipolar forceps instrument had smoke generated during output. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.